Manufacturer narrative:
The verathon customer care representative informed the customer that, as stated in the operations and maintenance manual (omm), the video monitor should be powered off prior to connecting or disconnecting the video baton. The glidescope gvm video monitor and the glidescope avl video baton 3-4 were returned to verathon for evaluation. The technical service representative could not duplicate the reported intermittent image, green lines, or black screen during testing. The returned video monitor produced a clear stable image with both the returned video baton and a known good video baton. The video monitor was left powered on until the battery was drained, with no abnormalities noted in the image produced. The video monitor and the video baton were returned to the customer. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor and a glidescope avl video baton 3-4, the image was intermittent with some green lines across the image. In addition, when the customer unplugged the video baton and plugged it back in the image switched to all black. A back up glidescope avl system was immediately made available to complete the procedure. No harm to patient or user was reported.